Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, an air leak occurred. After the introducer was placed, air was aspirated from the hemostasis valve. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient. The hospital discarded the reported device.